Event description:
It was reported that guidewire stuck, and spline inversion were experienced. During a procedure, when the physician deployed the catheter, the splines inverted. The physician pulled the catheter out of the body and manually fixed the splines. The physician went to advance the cook rosen wire, and it would get stuck inside the lumen. The physician inspected the rosen wire and determined there was no issue and attempted to reinsert with the same issue. A new catheter was pulled, and the original rosen wire was used to continue the case. The procedure was completed and there were no patient complications. The device was received for analysis and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection revealed no outer abnormalities were noted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all tests performed, showing no evidence of the reported allegations.

Event description:
It was reported that guidewire stuck, and spline inversion were experienced. During a procedure, when the physician deployed the catheter, the splines inverted. The physician pulled the catheter out of the body and manually fixed the splines. The physician went to advance the cook rosen wire, and it would get stuck inside the lumen. The physician inspected the rosen wire and determined there was no issue and attempted to reinsert with the same issue. A new catheter was pulled, and the original rosen wire was used to continue the case. The procedure was completed and there were no patient complications. The device was received for analysis.